Event description:
Explantation of the depuy hps. Stem and asr cup and head. Here are all the implant's serial numbers and lot numbers that were implanted on (B)(6) 2006: acetabular cup, (B)(4), lot# 1989378. Hip w/ stem, (B)(4), lot# z4khm1000. Sleeve, (B)(4), lot# 2142134. Femoral, (B)(4), lot# 2163404.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/14/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 2 lifted high. The retain test strips were tested and they passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(6) on (B)(6) 2010 alleging an error 4 message on her one touch ultra meter. The patient mentioned that the alleged issue began on (B)(6) 2010 and at the same time of attempting to test she developed symptoms of feeling sweaty. The patient ate more food/drink and did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the tests trip was correct. The patient retested and the alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the error 4 message, she developed symptoms suggestive of a serious injury and had to self-treat with food/drink.